Event description:
It was reported that the stretcher is experiencing brake force issues which resulted in a nurse injury. Further information has not been provided.

Manufacturer narrative:
In response to this alleged event, a visual and functional inspection was performed by the stryker field service representative. This event could not be duplicated and there was no defect found for the issue of the brakes being difficult to engage. This issue was resolved for the customer by replacing the brake cam bracket assembly and the side control link and returning those parts for evaluation. It was determined upon completion of the evaluation, the parts that were returned were performing to specifications. In-servicing/training for the customer on proper ergonomics and use of the device were also performed.

Event description:
It was reported that the stretcher is experiencing brake force issues which resulted in a nurse injury. Further information has not been provided in regards to the alleged injury.